Event description:
It was reported the patient underwent an unrelated surgical procedure where the ipg was put into surgery mode. Following the procedure the ipg was unable to communicate with external devices. Troubleshooting was tried by a field representative to no avail. Surgical intervention may take place at a later date.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.